Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during review of the device history at the user facility a s321 malfunction alarm code was noted. The device was returned to the biomedical dept from the central processing dept with an unsigned note that stated "alarming malfunction". No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.